Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the positioning issue was use related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella device for mechanical circulatory support. The complainant reported positioning issues of the device that could not be remedied with normal troubleshooting attempts. The pump was removed and replaced with no harm to the patient.